Event description:
It was reported the epg (external pulse generator) failed a preventative maintenance test. It was further reported that the device settings for pacing output were incorrect. The epg was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the output flex was out of specification. It was also noted that there was fluid ingress in the main printed circuit board (pcb) compartment, the upper and lower case halves were broken and corroded, the knobs were contaminated, one bail cover and battery drawer were broken, the lead flex cover, liquid crystal display (lcd) screw, lcd display and encoder flex were corroded, one case screw was missing, the battery contacts were compressed, and the keyboard was damaged, there was a hole in the window and one key was worn.